Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgery was done with captured hip screw system for the femoral neck fracture on (B) (6) 2009. When the doctor tried to assemble the three hole plate with lag screw, the devices could not be assembled since the sliding part of the three hole plate did not work. Four hole plate was used instead to complete the surgery. The doctor wanted to know why the sliding part of three hole plate did not work. The surgery was extended by 40 minutes.